Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro jaw boot had peeled off. This was noticed upon opening the package. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the tool was rec'd secure in the packaging tray, which was not sealed. The cold jaw silicone boot was detached at the tip and the upper sides. The detached pieces were not rec'd. The top was peeling. There were no signs of clinical usage or evidence of blood. Based upon visual observations, the reported complaint for "jaw boot peeling" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).